Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon visual evaluation, it was noted that one of the holes has damaged on the thread area and the part of the threaded tip at the distal end of the drill guide handle that broke off is inside the drill guide. The device has corrosion marks on it. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On 08/18/2022, it was reported by a sales representative via sems that an ar-9236-02pp univers vaultlock¿ glenoid trial, medium, an ar-9215-1-02 glenoid drill guide handle, long and an ar-9231-02pp drill guide, univers vaultlock¿ glenoid, medium had an issue during a total shoulder arthroplasty procedure on (B)(6) 2022. It was a tough anatomic shoulder arthroplasty case with tight exposure. When removing the medium vaultlock drill guide, the threaded tip of the drill guide handle broke off inside the drill guide, rendering both instruments defective. Later when removing the medium vaultlock trial, the central peg broke off. The piece broke off inside the patient and was retrieved from the patient. The case was completed successfully. The ar-9236-02pp was not available for return as it was disposed of by the hospital staff. This was discovered during use with no impact to the patient.